Event description:
It was reported that a spectrum pump experienced constant upstream occlusion alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were reproduced by running a loaded set. Eval found the ultrasonic readings to be below specification. The false messages were confirmed and were found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.